Manufacturer narrative:
Additional information: the lot was manufactured from august 12, 2015- august 14, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned for analysis; therefore, no evaluation could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor was completely empty after 3.5 hours instead of the expected 24 hours. This occurred during infusion of vancomycin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.